Manufacturer narrative:
--

Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) displayed low shock lead impedance (sli) measurements. The system remains in-service. No adverse patient effects were reported.

Event description:
Additional information was obtained and indicated that the low impedance alert corresponded with the patient undergoing eye surgery. The lead impedance measurements returned to normal during the follow-up interrogation. No further action taken by the clinic.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.